Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device will not be returned. It was reported that the biorci 10 x 25mm screw disintegrated in the patient and a second required surgery was required to extract the pieces and the surrounding cyst-like structure. (As disintegration of the biorcl screws is their designed action, it is unclear what the root issue was ¿ did the screws dissolve to fast not allowing time for the structure to heal? Did the screws dissolve to slowly with residual material causing the reported cyst like structure? Based on the lack of information no clinical/medical investigation can be performed. However, if information becomes available the complaint can be re-assessed. Evaluation codes updated to indicate that manufacturing review was performed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Unspecified post-operative condition it was reported that the biorci 10 x 25mm screw disintegrated in the patient and a second surgery was required to extract the pieces and the surrounding cyst-like structure.